Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During rv (right ventricle) mapping with the ablation catheter, cardiac tamponade occurred. Drainage was performed and the procedure was continued. When the patient left the room, bleeding was stopped so the physician determined it to be minor. The patient improved. The patient did not require extended hospitalization. After the procedure started, firstly the sound star eco catheter was used. After that, mapping was performed with the optrell, and the smart touch sf catheter was inserted into the patient¿s body in exchange for the optrell. Subsequently, while maneuvering the smart touch sf catheter, cardiac tamponade was found. After drainage was performed, only the smart touch sf catheter was inserted into the patient¿s body, and the procedure was continued. Anatomically, the catheter was difficult to be moved upwards to rvot (right ventricular outflow tract). The physician considered highly that the catheter might have rubbed and damaged the cardiac wall when the catheter was maneuvered. The physician considered that there was no bwi product defects. Atrial septal puncture was not performed. Ablation was not performed before tamponade was confirmed.